Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between (B)(6) 2020 and (B)(6) 2025. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: (B)(6); reported here as this exceeded character limit for the designated field. Block g2: literature source: giuseppe vanella, et al. Failure of release of the hot axios distal flange: "handle springing" as a rescue technique. Endoscopy. Doi: 10.1055/a-2800-4292. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed. The complaint device was not returned; therefore, product analysis could not be performed. However, a media review of a video provided by the complainant was performed, which showed that the stent was slow to expand. The stent was also observed to be partially deployed upon removal. Stent expansion rates may be negatively impacted by factors such as compression, time, temperature, and humidity. Slower expansion is more commonly observed in larger stent sizes due to the greater degree of compression within the catheter delivery system. As stent diameter increases, the stent is packed more tightly within the catheter. Higher compression can temporarily reduce the unconstrained opening dimensions compared to manufacturing specifications. Stent partially deployed is also noted within the IFU as a possible adverse event associated with the use of the device. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. However, a media review of a video provided by the complainant was performed, which showed that the stent was slow to expand. The stent was also observed to be partially deployed upon removal. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent partially deployed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Boston scientific became aware of events involving the axios stent and electrocautery-enhanced delivery system through the literature article titled "failure of release of the hot axios distal flange: 'handle springing' as a rescue technique," by giuseppe vanella et al. This prospective registry study systematically enrolled all consecutive procedures performed using the axios stent between (B)(6) 2020 and (B)(6) 2025 at a (B)(6). A total of 478 eus-guided axios placements were included. Among these cases, failure or impairment of distal flange release was prospectively identified in 12 procedures, including 4 eus-guided choledochoduodenostomies and 8 eus-guided anastomoses. According to the article, during an eus-guided choledochoduodenostomy (eus-cds) performed to treat obstructive jaundice secondary to pancreatic cancer, placement of a 6 x 8 mm axios stent and electrocautery-enhanced delivery system was attempted. However, eus imaging indicated that the distal flange remained partially constrained within the outer sheath. In response, the physician resheated the distal flange and subsequently completed stent release using an over-the-wire technique. Please refer to the referenced article for full procedural details and the complete list of investigators and participating institutions.